Event description:
Procedure type: laparoscopy. According to the reporter: the client is reporting that the balloon burst. A new instrument was used to complete the procedure. No pt injury was reported. No add'l info available at this time.